Event description:
A review of service data detected a reportable problem. The cable connecting the rear therapy electrode and the distribution node was pulled from the strain relief on electrode belt sn (B)(4). The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the cable connecting the rear therapy electrode and the distribution node was pulled from the strain relief. The root cause for the damaged cable could not be positively identified but was likely excessive force. No adverse event resulted from the damaged electrode belt cables. The last patient to use this electrode belt did not report any deficiencies.